Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it's likely the noisy image occurred due to damage of the charged couple device unit. However, a definitive root cause of the damaged charged couple device unit could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic bronchofibervidesoscope exhibited a noisy image due to a damaged charged coupled device unit. There was no patient involvement.